Manufacturer narrative:
Although the customer initially reported a service code, review of the AED's internal log files determined that the service code after battery replacement was due to the previous battery fully depleting within the unit. Further analysis indicated that the battery life expectancy was reduced as a result of the customer's failure to promptly address repeated red asi warnings.

Event description:
An international distributor reported that a customer's AED's asi is flashing red and alerting a service code. The customer did not report the issue occurring during patient use.